Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent surgical intervention to relocate her scs ipg. The original location near the shoulder/trapezius muscle was uncomfortable for the pt. The physician moved the ipg down to the pt's right buttock area. F/u on (B)(6) 2014 identified the new location of the ipg is comfortable for the pt. The reported issue is resolved.